Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the universal battery charger (ubc) malfunctioned and was emitting smoke. The ubc was replaced with no further issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of smoke coming from the universal battery charger was confirmed. The universal battery charger (ubc) (serial number: (B)(6)) was returned to the service depot for analysis. Upon initial observation, water damage was found in slot 1 and in the left side vent of the ubc. Due to the observed water damage, the ubc was opened to inspect the internal components. Upon opening the ubc, damaged components due to shorting of the internal circuitry were found. Thus, confirming the reported event. The customer received a replacement unit and the ubc was discarded. No further testing was performed. The root cause of the reported event appears to be due to fluid ingress; however, a root cause for the fluid damage was unable to be conclusively determined through this investigation. The heartmate universal battery charger instructions for use (IFU) (rev. B) instructs users to not use a damaged ubc, and to obtain a replacement if necessary. Section 6.0 routine inspection and cleaning within the IFU instructs users to check the ubc for damage at least once per week. Heartmate ubc instructions for use (IFU) (rev. B) provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. The heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (rev. C) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the universal battery charger (serial number: (B)(6)) and the universal battery charger passed all manufacturing and qa specifications. The order was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.